Manufacturer narrative:
A materials analysis performed concluded that the t-handle fractured as a result of mixed cleavage and ductile overload. Static torque test concluded the t-handle can withstand 23-26 nm of torque when retracted and 36 nm of torque when deployed. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that; t-handle broke while attached to shaver. The inner connection broke on the t-handle.

Event description:
It was reported that; t-handle broke while attached to shaver. The inner connection broke on the t-handle